Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer got hospitalized due to high blood glucose and diabetic ketoacidosis with blood glucose of 500 mg/dl at the time of the incident. The caller reported the infusion set was bent and the pump alarmed with a no delivery alarm. The caller did not mention how the customer was treated. The caller did not mention any symptoms. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. No further details were provided. The insulin pump will not be returned for analysis.